Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported issue for the device is the b30 scope communication error message with multiple scopes. Root cause cannot be determined since device is not returned. Likely cause can be as follows: foreign matters such as dust or chemical liquid residue could have adhered to the electric contacts on the scope connector. The device could have been used while the digital light source cable was connected to the subject device inappropriately there might have been failure in other video processors excluding the subject device. The instructions for use includes the following statements: 1) err b30 (scope communication err): properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. 2) maintenance of the device: if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely.

Manufacturer narrative:
Due diligence has been executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device exhibited the b30 scope communication error message with multiple scopes. There is no reported patient involvement.